Manufacturer narrative:
Lot 1110219b: (B)(4) items manufactured and released on 21 may 2015; no anomalies found related to the issue. To date, no similar event on the same lot has been registered preliminary investigation performed by r&d product manager on 11 july 2018; no definitive root cause can be established based on the information available, however it is likely that wear over the useful life of the device contributed to breakdown of the components. Visual inspection performed by r&d product manager on 13 july 2018; the cable of the joint mechanism is broken, according with the investigation performed, the root cause of the event could be related to repeated use. The cable may have been subjected to abnormally execessive force leading to its breakage. Prior to receiving this report a new design has been implemented for optimization of the device overall.

Event description:
During the broach extraction from the handle the instrument wire broke. Surgery completed successfully and without delay using a back-up instrument.